Event description:
The pump indicated 3 ml drug was left in cassette. The nurse changed the cassette and aspirated the remaining volume (to document the amount of opioid wasted) and discovered 28ml left in cassette, indicating true volume not delivered to patient. The pump runs as if the med is being delivered, but it is not. Using the cassette with bag, it is not possible to see if fluid is being withdrawn from the bag. It is not visible.======================manufacturer response for ambulatory pca pump, cadd-solis ambulatory pca (per site reporter)======================we had a conference call soon after they became aware that we had 3 incidences. They were notified of a similar issue. We had sent them that pump and upon their investigation found that a pin that holds the cassette in place was bent. They are shipping us loaners overnight. They will replace the latch and pin on all ours. They have a new pin that is stronger and less likely to bend with use. They will be providing training for users as well.